Event description:
Arjo received a customer complaint for enterprise 9000 bed. According to the information received a patient was on the enterprise 9000 bed while the backrest section collapse. It was indicated that the hinge (at the patient's left side) between the back section and the thigh section broke. As a result, the patient did not suffer any injuries. The device was inspected by an arjo representative. Upon inspection, it was found that one of the hinges is broken at the patient's left side and that the bed has scratches on the patient's left middle frame just below the compromised part of the bed (hinge). Therefore, the arjo representative gave the opinion that the cause of the incident might have been an obstacle met by the bed and this contributed to the bed damage. No other malfunctions of the bed were found.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
Based on the photographic evidence provided, it was found that the hinge between the back and thigh sections of the patient's left side had broken in two. The bed had also scratches on the patient's left middle frame just below the compromised part of the bed (hinge). Based on these findings, the arjo representative gave the opinion that the cause of the incident might have been an obstacle met by the bed and this could contributed to the bed damage. No other malfunctions of the bed were found. Based on the post market survailance data, it seems most likely that the backrest section was lifted without noticing that the backrest was blocked by an obstacle. This could cause damage to the backrest hinge and the backrest section to collapse with a patient. The instructions for use for enterprise 9000 (746-449) includes the following information related to the subject of the investigation: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." Arjo device failed to meet its performance specification since one of the hinges was damaged. This complaint is deemed reportable due to allegation of collapse of the backrest section during use with patient. No injury occurred as an outcome of the claimed malfunction.